Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the lens returned in three pieces and the optic torn. (B)(4).

Event description:
The reporter stated that the surgeon implanted a cc4204a, +23.0 diopter, implantable collamer lens but did not like the way the lens looked. The surgeon removed the lens and replaced it with a cq2015a three piece collamer lens during the same surgery. There was no capsule tear and no injury to the patient. There was no enlarged incision or sutures needed.